Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found procedural damage to the outer insulation. Procedural damage to the outer insulation were found at 7.5 cm, 10.4 cm, and at 18.0 cm from the connector pin. More damage to the outer insulation and coil was found at 10.6 cm from the connector pin. Three outer coil filar's were broken in this region. Additional procedural damage to the outer insulation was found at 23.0 cm from the connector pin. The cause of the reported event is consistent with procedural damage.

Event description:
It was reported that the patient presented in clinic. The patient's right ventricular (rv) lead exhibited unspecified oversensing and was scheduled to be replaced. During replacement procedure, it was noted that the patient's rv lead and right atrial (ra) lead exhibited insulation damage. The patient's ra and rv leads were explanted and replaced. Patient was stable.